Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the reverse is not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the coupling head was worn, and one of the electronic control units (ecu) contact was damaged. It was determined that this condition was due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device would not work in reverse. It was reported that there was no delay in the procedure due to the event and an identical spare device was available to complete the procedure successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the event occurred in (B)(6) 2016; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.